Event description:
As reported by user facility: nurse reported to biomed that pump under infused while on a patient, but no other clinical information was given. Long shows under infusion. During accuracy testing in biomed department pump actually over infused twice. Please refer MFR ref # 9610825-2013-00112.